Manufacturer narrative:
The device history record (DHR) review could not be performed because the lot number was not available. One used sample was received for evaluation. Visual and functional inspection was performed, and it was found that one line was detached from the cassette. The reported condition was confirmed. The root cause and action plan will be documented through a corrective and preventative action (CAPA). This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported after starting the scheduled 11pm ng feed, the rn noticed that the tubing had quite a bit of air in it despite appropriate priming. Upon closer inspection, formula was noted to be dripping from the bottom of the pump. The tubing at the top of the cassette also became detached. The pump and feeding bag were replaced and the feed restarted so there was no impact to the patient. The off going rn reported problems with the feeding bag (which she replaced) but she did not specify what the issue was.